Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient was evaluated by a healthcare personnel (hcp) and an x-ray and ultrasound were performed which were negative for a retained wire. There was no report of pain or infection at the insertion site and no medications were administered. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.